Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer's blood glucose level was unknown at the time of the incident. The customer stated that. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields. Customer stated that during rewind process the insulin pump piston was moving forward and not backwards. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Additional information was received to update customer's notes. The additional information has been included with this report. The insulin pump alarmed during rewind due to motor leaking oil and contamination on motor home switch. We were unable to perform all functional testing including the displacement test, rewind test, basic occlusion test, occlusion test, prime test, operating current test, unexpected restart error test, excessive no delivery test or verify motor error alarm due to a motion sensor test failure alarm.

Event description:
It was reported via phone call that the customer stated her blood glucose was high due to food. The customer stated she felt fine and already started to use shots as her back-up plan. We were unable to troubleshoot for high blood glucose because the insulin pump was having motor issues.